Event description:
Account stated that a physician questioned a cbc result generated and reported from the cell-dyn 1700. The account had the patient redrawn and sent the redrawn sample to a reference lab which obtained different results. The initial results from the cd1700 were: wbc=4,500/ul, rbc=2.55x10e6/ul, hgb= 7.8g/dl, hct=22.6%, platelet= 85,000/ul. The reference lab results were: wbc=7,100/ul, rbc= 4.46x10e6/ul, hgb=13.8g/dl, hct=40.6%, platelet=287,000/ul. There was no impact to patient management reported.

Manufacturer narrative:
The customer did not have any of the original sample or the sample from the reference lab available to repeat. The customer stated that the sample was drawn in the proper k2 edta tube, the sample was run within 5 minutes of being drawn, and the tube was properly labeled. The customer technical advocate (cta) recommended that the customer run a study to verify the instrument performance. The customer declined performing this as their qc was in range and they had no other instance of suspect results. The customer felt the instrument was working properly. The complaint analysis and trending system was reviewed and no adverse trends were noted. This is the final report.